Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged by the reservoir compartment. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. Customer stated they were changing the infusion set and reservoir when a piece fell off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.